Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was frozen, and after a reboot, it progressed to a certain point but remained lagging. The drug menu was still clickable; however, the station became stuck on the carefusion screen. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck at the carefusion screen. A technical support specialist (tss) folowed steps as per knowledge article (ka) "medapplication not launching automatically; station at blue screen" including an attempt to deploy the rss agent 4.10 med and pas package, which initially failed. Station configuration was reviewed under carefusion (cfn) admin, auto-login to cfn application was confirmed, and the system was rebooted without resolution. Additional troubleshooting included updating the dependencies.xml to include (x86) and verifying cfn application folder permissions, with no corrective changes required. The remote support services (rss) agent was then reinstalled successfully, however, the component manager was missing. The rss component manager 5.21 generic package was subsequently deployed successfully, restoring the missing component. After rebooting the station, cfn application launched automatically and functioned as expected. The system functioned as intended after the technical support specialist troubleshot the device.